Manufacturer narrative:
Tech support spoke to the customer who had a pt on the table at the time of the call. They reported the table would not fluoro and both table monitors were not functioning. Customer had power cycled the table at the circuit breaker, but table monitors still had the message 'no video'. This indicated the monitors have power, but they were not seeing the video input. Tech support discovered the customer did not have the pt open and in acquire mode at the infirmed i5. This was causing the no fluoro and it operator error. After the pt file was opened, the customer said the system was now working. On a follow up call, the customer reported the system is now fully functional since the company representative had come in to repair system but did not report what if any parts were replaced. Liebel flarsheim shows no record of a service visit to this facility for this call.

Event description:
Customer states via phone that during a cystoscopy with stent placement the staff was unable to get fluoro on the table monitor. They were able to complete the procedure with the control room monitor. The pt was male but the age is unknown. No reported injury.